Manufacturer narrative:
Legal manufacturer: hcs wso - 3000 n grandview blvd. USA waukesha, wi 53188. Ge healthcare's investigation is ongoing. A follow up report will be submitted when the investigation has been completed.

Event description:
It was reported that after a scan, when the CT table was exiting the bore, a patient gripped the edge of the telescoping cradle and sustained a hand injury that was treated surgically. There is no indication of device malfunction.

Manufacturer narrative:
An 82-year-old patient was undergoing a biopsy procedure and was positioned prone, feet-first, with her arms strapped above her head. After the scan, when the CT table was exiting the bore, the patient gripped the side of the telescoping cradle, and her fingers entered the gap between the cradle/cradle pad. As cradle motion proceeded, the patient sustained a skin avulsion on her fingers. The procedure was stopped, and the patient was transferred for surgical treatment. The customer adjusted the way they strap the patient's hands while on the table to prevent this from happening again. Investigation concluded there was no malfunction of the system and the root cause was determined to be unintended use error, i.e. Patient limbs not adequately secured during scanning. The user manual (p/n 5848887-1en rev 3) provides instructions on appropriate patient positioning. "To prevent pinching or crushing of the patient's extremities, keep the patient's hands and feet away from the edge of the moving tabletop/cradle and its surrounding equipment. To prevent pinching or crushing of the patient, watch the patient and equipment carefully at all times during table movement." The design's residual risk has been determined to be reduced as far as possible and no additional mitigations are available. No further actions are planned by ge healthcare.